Event description:
The patient contacted animas on (B)(6) 2012 and reported that the audio bolus button was intermittently unresponsive and required hard presses to elicit a response. The patient noted moisture behind the display screen. The patient reportedly wore the pump under a garment against the body and cleaned it with a damp cloth. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
(B)(4): investigation revealed that the keypad is peeling near the up arrow keypad button, and a torn bolus button cover. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. There was evidence of keypad contamination observed under all key contacts. The keypad button responsiveness could not be tested due to internal moisture damage on the pcb. There was evidence of moisture and corrosion observed in the battery compartment. Investigation revealed a keypad leak and a battery compartment leak. There was visible moisture and corrosion also observed on the oled power supply circuit, resulting in a blank display screen. Additionally, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.